Event description:
It was reported that an ilet user experienced a device malfunction with an on-screen ¿malfunction code 69,¿ which corresponds to an algorithm data parity check, while using the ilet with a dexcom g7; the device was restarted per guidance and reconnected to the cgm, after which the alert did not recur, and the user was advised to monitor glucose and call back if it reappears. Symptoms included hyperglycemia with a reported glucose of 200 mg/dl for about one hour. Outcomes included no medical intervention and no hospitalization. Investigation included review of device alert history and guided troubleshooting with up to three restarts. Investigation of this case revealed a transient algorithm data integrity fault consistent with an algorithm data parity check error, with resolution after restart and normal cgm reconnection, indicating no persistent component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient software or data integrity anomaly resolved by device restart. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.